Event description:
The following article was received based on literature review. Article: corneal opacification and spontaneous recovery following injection of healon5 into the corneal stroma during intervention for postoperative hypotony a case report on one eye (left) was done to describe the self-limited natural history of accidental healon 5 injection into the corneal stroma during intracameral injection to treat postoperative hypotony after trabeculectomy. A (B)(6) male patient with severe stage, primary open-angle glaucoma underwent trabeculectomy. The patient returned to the clinic on postoperative day 1 when his anterior chamber (ac) os appeared extremely shallow with intraocular pressure (iop) measured at 3 mm hg (prior to administration of j&j product). At post-op day 1, healon5 was to be injected into the ac at the slit-lamp to guard against hypotonic injury. During the procedure, the patient abruptly moved as the healon5 was being ejected from the syringe, resulting in immediate hydrodissection and opacification of the cornea. As a result of healon5-induced corneal opacification, the best-corrected visual acuity (bcva) of the patient significantly decreased from baseline to light perception and hand motion immediately after the procedure, which persisted for the subsequent 1-month period. The cornea visibly cleared during months 2 to 7 post-operatively; no interventions were mentioned to treat the induced corneal opacity.

Manufacturer narrative:
Pt info: information unknown/not provided. Date of event: (B)(6) 2020 (the date article was published). Model number: unknown, as the lot number was not provided, only provided as healon 5. Catalog number: a complete catalog number is unknown, as the lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. Therefore, not explanted. The device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section device manufacture date: unknown, as the lot number was not provided. Citation: massengill, m., blake, c., corneal opacification and spontaneous recovery following injection of healon5 into the corneal stroma during intervention for postoperative hypotony. (2020). Case rep ophthalmol 11(1), pp. 263-267. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.